Event description:
Rn of home patient (hp) reports hp was connected to homechoice device before the hp should have been, during prime. Baxter technician instructed rn to disconnect hp from device. No pt injury or medical intervention reported by baxter technician or unit rn.